Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported in a clinical trial procedure to treat a saccular intracranial aneurysm measuring 9.2mm in the left internal carotid artery-ophthalmic (c6 segment), that the patient had a headache after the procedure and intermittently since the procedure. The headache was accompanied by nausea. No diagnostic tests, treatment, interventional procedures or hospitalizations were performed in response to the headache. Headache is reported as recovering/resolving. According to the site, the reported event was possibly related to the subject micro catheter. No other information is available.

Manufacturer narrative:
The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the patient 'had headache after procedure and intermittently since the procedure. Sometimes with nausea due to headaches. The implanted device covered the ophthalmic artery'. Headache is associated with covid. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported in a clinical trial procedure to treat a saccular intracranial aneurysm measuring 9.2mm in the left internal carotid artery-ophthalmic (c6 segment), that the patient had a headache after the procedure and intermittently since the procedure. The headache was accompanied by nausea. No diagnostic tests, treatment, interventional procedures or hospitalizations were performed in response to the headache. Headache is reported as recovering/resolving. According to the site, the reported event was possibly related to the subject micro catheter. No other information is available.